Manufacturer narrative:
The normally open switch was returned to the manufacturer for analysis. Analysis found intermittently fails to close upon activation. Analysis found that the reported event was related to a electrical issue. It was noted visual inspection of the x-stage cover and key switch showed physical damage had no function problems that contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door failed because the image acquisition system (ias) failed to boot. The power contacts and switch was replaced. The x-stage cover was replaced due to motion binding. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the gantry was unable to close after calibration. This issue was noted outside of a procedure, and there was no patient involvement.